Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging a display issue (segments missing) with her one touch ultra meter. The patient stated that the display issue occurred 3-4 months ago. At an unspecified time after the issue began, the patient developed symptoms of feeling shaky and tired. She provided her last blood glucose test results on her doctor's meter but did not provide the date/time of the results and if she was symptomatic at the time of testing. No medical intervention was reported. This complaint is being reported because the patient allegedly developed symptoms of feeling shaky and tired after the display issue started. Replace,ent products were sent to the patient.